Manufacturer narrative:
No sample has been returned for evaluation for the report of cutting failed; therefore, the condition of the product could not be verified. A sample was not returned and the information provided in the file indicates that the product was used beyond its expiry date (date file received is 02jan2019, lot expiry date is 28feb2018). No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date and should not have been used. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a cutting failure with a vitrectomy probe during a vitrectomy procedure. The product was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.